Manufacturer narrative:
Section a1-a4: no patient involved. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console displayed an s3 error alarm appeared and cleared but was reappearing. Additional information provided that this was a backup circuit. Extracorporeal membrane oxygenation (ECMO) registered nurse specialists had s3 alarm several times earlier in the day but did not take a photo of it occurring. This could not be replicated. The site spoke to chad day from abbott who said unless it could be duplicated and wouldn't clear, that it was probably just a glitch. Later in the same day, the site was going to put a different patient on ECMO. This backup circuit was being used. When the system was powered on, it immediately gave an s3 alarm that wouldn't clear. The equipment was swapped out with no patient harm. There were no adverse events or delays in care. With help from a colleague this equipment was then removed ((B)(6) - console owned by site; and motor (B)(6) rented from abbott) from service. A biomed service request was completed. The console and motor would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was returned for evaluation following the reported event of a s3 alarm; however, it was determined that the motor was unrelated to the cause of the reported event. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot on 11apr2025 under alongside known working test centrimag equipment and connected to a mock circulatory loop for several days without any issues or atypical alarms produced, including when the motor cable was manipulated by hand. The serviced and tested unit was returned to the rental pool after passing all tests per procedure. It was revealed that the root cause of the reported event was related to the returned centrimag console. The console¿s evaluation and the associated log file are addressed under the console investigation. The reported event could not be correlated to an issue with the returned centrimag motor. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.